Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital due to unknown reason. The customer's blood glucose was unknown. Customer requested assistance with programming the insulin pump. The customer was able to pair meter. The insulin pump will not be returned for analysis.